Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the essure removal surgery had been expected to take place in autumn of 2021') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2021, the patient underwent medical device removal (seriousness criterion intervention required). The reporter considered medical device removal to be related to essure. The reporter commented: patient scheduled to remove essure in 2016, however she did not performed the removal. Since the symptoms are getting worse, she is once again on the waiting list to have this material surgically removed. The surgery is expected to take in place in autumn 2021. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the essure removal surgery had been expected to take place in (B)(6) 2021') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2021, the patient underwent medical device removal (seriousness criterion intervention required). The reporter considered medical device removal to be related to essure. The reporter commented: patient scheduled to remove essure in 2016, however she did not performed the removal. Since the symptoms are getting worse, she is once again on the waiting list to have this material surgically removed. The surgery is expected to take in place in autumn 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: FDA evaluation result code / mir investigation findings code updated following internal review. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the essure removal surgery had been expected to take place in autumn of 2021') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2021, the patient underwent medical device removal (seriousness criterion intervention required). The reporter considered medical device removal to be related to essure. The reporter commented: patient scheduled to remove essure in 2016, however she did not perform the removal. Since the symptoms are getting worse, she is once again on the waiting list to have this material surgically removed. The surgery is expected to take in place in autumn 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.